Event description:
Tru-close suction drainage system (sterile) would not hold the suction. Three units from same lot number were used on same patient and all three failed. At one point the physician tried to clamp the tubing with a hemostat and still had leak in the container.